Event description:
It was reported declined sensing amplitude, increased pacing lead impedance, and increased capture threshold were observed. The lead will be evaluated during elective device changeout. The patient condition is good.

Manufacturer narrative:
.